Manufacturer narrative:
The insulin pump passed prime and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarm due to overwritten history files. The insulin pump had cracked reservoir tube lip and missing endcap sticker noted during testing. No unexpected check setting alarms noted during testing.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer mentioned that they received also motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.